Event description:
The customer alleged that peep was erratic. The company customer support engineer (cse) inspected the device and was unable to duplicate the reported problem. The cse replaced the autozero solenoids as a precaution. The unit passed extended self testing. It is not verified that the autozero solenoids malfunctioned, and no malfunction may have occurred. This report is not an admission by company that this device caused or contributed to the event alleged in this report.